Event description:
Complainant alleged that after installing an internal pacemaker into a patient, the device was connected to the patient and set to 150 joules. When the clinician switched the device to monitor mode the device automatically delivered a shock at 150 joules. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Complainant indicated that during subsequent biomed testing, the reported malfunction was not duplicated.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.